Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited high out of range shock impedance measurements. It was reported the patient was lost to follow-up and based on the available information the shock impedance measurements had been our of range for approximately a year. The patient had recently received an appropriate shock which yielded a shock impedance measurement of 44 ohms. Boston scientific technical services (ts) discussed obtaining a chest x-ray to evaluate the lead conductor and terminal pin position. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available and records indicate these products remain in service. This report will be updated should additional information become available.